Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with repeated occlusion alerts, and the pump was unable to read glucose due to high levels. The user was advised to change the infusion set and proceed with a meal announcement. Occlusion alert reported under complaint # (B)(4). Symptoms included elevated blood glucose and feeling unwell, which later improved as glucose trended down. Outcomes included the need for troubleshooting and education with no hospitalization or medical intervention beyond infusion set replacement and monitoring. Investigation included technical support review and user coaching regarding infusion set change, meal announcement, and allowing the system time to deliver insulin. Investigation of this case revealed an occlusion-related insulin delivery issue with subsequent resolution after infusion set change. It was concluded that hyperglycemia occurred with cause unclear but associated with infusion set occlusion, and the event resolved with corrective actions.